Manufacturer narrative:
Product ID: 8708, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
An MRI was being performed to rule out a pulmonary embolism. The hcp believed that the pe occurred on (B)(6) 2012. A CT had already been done which possibly revealed a hemorrhage. It was unknown if the heparin bolus of 5800 units via a syringe or the delivery of 1 cc of heparin daily via the pump had caused the pe.